Manufacturer narrative:
G4:11jun2021. G5:510k: k102985. B4:14jun2021. The device was reported to have been in clinical use at the time the issue was discovered. There was no patient or user harm reported. Multiple attempts were made to obtain further information regarding whether or not there was a treatment intervention. No further response was received. Information regarding intervention is unknown. Multiple attempts were made retrieve the device repair and diagnostic information has yielded no response from the customer. The customer has not accepted the servicing quote. It is unknown if any parts or repairs have been conducted. A supplemental report will be submitted if new information is obtained.

Event description:
The customer reported that a ventilator touchscreen stopped working. The device was evaluated by the customer and the philips remote call dispatcher.